Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose of 385mg/dl. Troubleshooting was performed. It was stated that the insulin pump alarmed no delivery during bolus, but the issue was resolved. Assisted the caller to run the fixed prime test and the insulin did exit. Instructed the customer to remove the cannula, and it was not bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.